Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the hannover medical school. The title of this report is ¿synthetic cartilage implant vs. First metatarsophalangeal arthrodesis for the treatment of hallux rigidus ¿, published on september 2024, which is associated with the stryker ¿cartiva¿ system. The article can be found at https://doi.org/10.1007/s00402-024-05534-9. This report includes analysis of the clinical data that was collected on 18 patients during the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 11 patients experienced pain. This case corresponds to patient# 7.